Manufacturer narrative:
If implanted, give date: not applicable, as the lens was removed and replaced. If explanted, give date: not applicable, as the lens was removed and replaced. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed. The lens was in a good condition and contained no abnormalities. Complaint is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 20.0 diopter lens became stuck within the incision site while being inserted into the patient's operative eye. The whole lens never made it into the anterior chamber and was removed. A new lens of the same diopter was requested for a replacement. Reportedly, there was an incision enlargement made and there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.